Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the event, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the bronchovideoscope exhibited error e315. There was no patient involvement.